Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the cover glass of the insertion section was cracked. Based on the results of the investigation, a probable root cause could not be identified the most probable cause of the cracked cover glass of the insertion section is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed an error code e104. The issue was found during inspection for use. There were no reports of patient involvement.